Event description:
It was reported that there was a problem with the alignment of the instruments. It was reported that the jig is not lining up when aiming the nail through the screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records was completed: synthes (B)(4) manufactured the percutaneous insert handle, part number 03.010.046, and lot number 3050743. The lot was received from synthes (B)(4) and released to stock. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A product development evaluation was completed: the returned insertion handle (3050743) was received structurally intact with minor scratches and rouging consistent with seven years of routine usage. The relevant drawings were reviewed and determined to be suitable for the design, application, and dimensional conformity of the subject parts. The complaint condition could not be re-created since the subject cannulated connecting screw for percutaneous insertion handle was not returned and therefore could not be evaluated as part of the investigation. Based on the description of the event, it is most likely that the root cause of the complaint condition is due to the interaction between the subject lateral femoral nail (lfn) and the missing connecting screw. Since the description stated that the connecting screw was not tightening sufficiently it is possible that there is an issue with the screw threading, which prevented a secure and stable connection between the lfn and the insertion handle. The returned parts were assembled and found to be functioning well, there was no indication that either of the returned parts contributed to the complaint condition. Considering the details of the complaint condition and since it could not be recreated using the returned parts, the devices are determined to be suitable and safe for their intended use and the complaint condition unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The jig was unstable. It was tested with a nail insertion and found that it did not fully tighten and that there was some movement in the jig. The bolt was not tightening completely. There was no patient or procedure involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.